Manufacturer narrative:
Blood was observed on the adhesive pad, in the soft cannula, and in the reservoir. Fluid path testing confirmed that the observed blood was occluding the fluid path. A soldering iron was initially used to attempt to clear the blockage. The formed needle and soft cannula were then allowed to soak in hot water for 30 minutes. Both were unsuccessful and the blockage could not be cleared. The o-ring was observed to be inadequate. The pcb, bottom battery, and reservoir cap were corroded. The battery voltages were lower than expected. Despite multiple download attempts, data could not be recovered from the device.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 371 mg/dl while wearing the pod between 24 and 36 hours on the arm. For treatment, the patient changed out the pod for a new pod.